Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed a mechanical test performed. The open visual inspection revealed the antenna flex cable was damaged and scratch marks on the analog chip potting. These are not believed to be related to the return reason. The failure of this device is most likely due to a malfunction within the analog chip. This was determined based on measurements obtained from the internal voltmeter during an electrical test within the analog chip. This is the first incidence of this failure mode. Advanced bionics will continue to monitor for failure modes of this type and will implement corrective action as necessary. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
Revision surgery is reportedly scheduled.

Manufacturer narrative:
The recipient was able to reestablish lock. Device testing was completed and the recipient was recommended device non-use. The recipient continues device use and is being monitored.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.